Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 35 mmol/l with symptoms of nausea, vomiting, thirst, blurred vision, fever, confusion, and diabetic ketoacidosis. The reporter stated that the patient was hospitalized and treated with intravenous fluids and other unspecified treatments. The reporter stated that the pump had an intermittent power issue. The reporter stated that the battery compartment was cracked, but the battery cap could still be tightened to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump as a result of an intermittent power issue.

Manufacturer narrative:
Follow-up #1: date of submission 01/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/03/2017 with the following findings: the returned battery cap and test cap were unable to attach securely to the pump. The battery compartment was found to be damaged. No pump reboot events were observed in the black box for the date of the complaint. Two pump reboot events were observed in the black box before the complaint date following pump suspended/no basal delivery and pump not primed alarms. The pump was successfully run on a 24 hour basal program with no reboot occurrences. Investigation duplicated the complaint of intermittent power during the battery cap functional test. No damage was observed to the power circuit. The total daily dose history matched the basal and bolus histories. The pump was tested for flow accuracy and was found to be within specifications. Unrelated to the initial allegation, the audio bolus button was damaged, but still responsive.